Event description:
Boston scientific received information that a latitude red alert was received from this system due to low shocking lead impedance. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored and might be brought into the clinic for future lead testing. No other adverse events have been reported. This product issue will be updated if additional information is received.